Event description:
Console screen repeatedly went blank and rep could not get the console to function.

Manufacturer narrative:
Unit was received from the field for evaluation. Refer to evaluation # (B)(4) - unit functioned within all specifications during initial testing. Display malfunctioned during burn-in period. Found power supply unable to maintain 12vdc output line. Recommend replace power supply. Repair - replaced power supply sn (B)(4) with sn (B)(4). Unit functioned within all specifications upon power supply replacement. Burn-in period, electrical safety, and qc completed. Package for demo stock. The DHR for the console (sn (B)(4)) was reviewed. The unit met manufacturing specifications when released and there were no issues related to the complaint. The unit failure occurred during a wet lab.